Manufacturer narrative:
Gbo complaint no: (B)(4). Received 30pc 450228/g160835m for evaluation. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no abnormalities occurred during production and in process control. In addition, during final checking, which includes functional tests, no irregularities were revealed. The customer returned samples were visually checked; no deviations were observed. Samples were functionally analyzed; no deviations were observed. The complaint cannot be confirmed.

Event description:
Customer advised that the needle disconnected from hub when the blood collection tube was inserted into holder during collection. Customer stated that all incidences were by the same phlebotomist and no injuries occurred to the phlebotomist or patients.